Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a blue screen. A field service engineer (fse) attempted to configure the drawers and re-synchronized the station, but it did not resolve the issue. Later, troubleshooting continued with bd phone support. The customer was able to inventory all drawers except full-height cubie drawer 3, which would not open. The device was shut down, drawer and controller boards were replaced, and rebooted, but firmware could not be implemented. The communication sled was also replaced, but errors persisted. Later, technical support specialist (tss) took ownership and dialed into the rns station. Errors such as ¿nullable object must have a value¿ appeared under storage space configuration. After escalation to pse and follow-up, the blue screen and configuration errors were resolved. The case was closed as the issue no longer reoccurred. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on blue screen and received timed out error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on blue screen and received timed out error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.